Event description:
Customer reported that the buttons on the insulin pump became stuck during a bolus. He stated that he changed the battery and received a weak battery error, replaced the battery again and received a button error alarm. The blood glucose reading was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The weak battery alarm could not be verified due to the keypad anomaly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.